Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine (40 mg/ml at 7.250 mg/day) via an implantable pump for an unknown indication for use. It was reported a bupivacaine refill event occurred on (B)(6) 2019. During the scheduled refill, the patient became unresponsive and was resuscitated back to life. Contributing factors were unknown. The pump remained implanted an in service, but it was stated surgical intervention was planned; it was unknown if this was scheduled. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional details regarding the refill event were provided. It was stated the patient arrived at approximately 12:00, then the hcp arrived with the refill kit, 2 20 ml syringes without labels containing clear fluids which he stated contained bupivacaine 40 mg/ml, and a drug chart with the prescription. The pump was interrogated while the hcp was opening his gloves and refill kit. The pump indicated there was 8.3 ml of reservoir volume, an expected refill date of (B)(6) 2019, and an elective replacement indicator (eri) of 4 months. The hcp cleaned the area with antiseptic solution and placed the drape over the pump. He attached the 20 ml syringe to the extension tube and clamped the extension tube. He palpated the pump and placed the templet over the pump. He inserted the smaller black needle from the refill kit in the center of the templet using a perpendicular angle. He reported feeling the silicone and the metal of the pump. Clear fluid started to flow without resistance; 15 ml was aspirated, then another 5 ml. At this point, the representative asked the hcp to pause, as they withdrew more than the expected reservoir volume. The aspirated fluid appeared similar in color to the bupivacaine in the pre-prepared syringe. It was advised to send the sample for analysis. It was indicated the pump was last refilled on (B)(6) 2018. It was stated the patient had 6 daily ptm boluses which they had last used in (B)(6) 2018. A different hcp suggested to continue aspirating the reservoir port and if the volume was less than 40 ml to refill the pump. The representative suggested to doa glucose test on the aspirated fluid just to make sure it was not cerebrospinal fluid (csf); a glucose strip test was done which was negative. The patient stated they couldn't go home without their medication as they would be climbing the walls with the pump in progress. The hcp brought a new refill kit, and the area was palpated and cleaned with antiseptic solution. He placed the templet and inserted the needle. He aspirated 19 ml of fluid, then air bubbles formed; he managed 1 ml of fluid and bubbles. In total, 40 ml was aspirated from the pump. He couldn¿t aspirate anything after that point, so he clamped the extension and left the needle in the skin. He inserted the filter in the 20 ml syringe and attached the syringe to the extension. He was able to push the fluid without resistance. The patient was awake and conversing throughout the procedure. He removed the first 20 ml syringe and repeated the process. The representative changed the pump reservoir volume to 40 ml and the hcp reviewed the information on the n¿vision. No other data apart from the reservoir volume was changed. The pump was updated by the hcp and the new refill date was given to the team. The representative was asking further information from the patient including their weight, address, and details when they noticed they were drowsy. The representative called out their name and they didn¿t respond. They spoke louder and they still didn¿t respond. The representative told the hcp the patient didn¿t look right. The representative pulled the cardiac arrest call bell and ran outside of the room to ask for help. The cardiac arrest team was called by the department staff and resuscitation was commenced. Additional information was received. It was stated lab testing to determine the identity of the aspirated fluid was still pending. There was no troubleshooting performed other than reservoir aspiration. The pump reservoir was aspirated after the patient became unresponsive; 37 ml was aspirated from the reservoir. The pump was emptied and programmed to minimum rate. The patient was investigated for other causes of collapse by other specialties. Other pain alleviation methods (fentanyl patch) were used. It was stated necessity to "reuse of pump" was being considered. No imaging was used to confirm the needle was in the reservoir. There was a suggestion to redo the refill in an appropriate setting, but the patient declined and the total aspirated volume was used as an indicator of needle placement. The current plan was to leave the pump in situ with a view to explant when the patient was fit. The event had resolved; the patient recovered and was to be sent home.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative which reported that it was unknown if the patient's device/therapy contributed to the cardiac arrest following the bupivacaine refill; the patient developed pulseless electrical activity but was resuscitated successfully. It was also unclear if bupivacaine was the cause as 38mls out of 40mls were aspirated from the pump, leaving 2mls in the pump system. The patient declined pump explant. The patient was unresponsive with pulseless electrical activity on the electrocardiogram and responded to cardiopulmonary resuscitation which was successful. They were ultimately discharged home. Additional information was received from a foreign healthcare provider which reported that it was confirmed that a total of 38mls were removed from the 40 ml pump. There was no evidence of pocket fill, no discomfort on injecting, and clear medication was easily aspirated after the event. Bubbles were clearly seen and negative pressure was felt in the syringe. No diagnostic testing was performed and no medication bolus was delivered. A single dose intralipid 20% 1.5mls/kg bolus was rendered due to a long qt interval on the electrocardiogram.